Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center picture disappears halfway through image. The issue was found during the middle of a diagnostic esophagogastroduodenoscopy (egd) procedure which was completed with a similar device. There were no reports of patient harm.